Event description:
It was reported that after the iab was inserted, the pump's helium leak alarms occurred. It was determined that the catheter was leaking so it was removed. There were no pt complications.